Manufacturer narrative:
The device sp14003 has been inspected for investigation purpose. The tests performed confirmed that navigation probe was broken. As repair, the defective part was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during the instruments preparation, the navigation probe was broken. No patient impact has been reported.